Event description:
It was reported that the patient underwent an original inflatable penile prosthesis (ipp) implant procedure due to diabetes and peyronie's disease. During the procedure a cx model was tried but not used because the diameter was too big even after further dilation was attempted. A new cxr model was used instead, this ipp remained implanted. A 2.0 cm rear tip extender left implanted on the left proximal side due to difficulty explanting it. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the cx cylinder diameter was not bigger than specified. There were no device malfunctions associated with the cx model. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided. Product investigation completed. Product analysis did confirm a pump malfunction. The pump failed the inflation functional test which indicates that there could have been inflation issues with the device had it been implanted. Since this device was not used, the pump malfunction is not considered a probable cause for the complaint. Product analysis could not confirm any malfunction for the rear tip extender left in the patient. However, based on the reported information the most probable cause for the rear tip extenders to be left in the patient was the procedural difficulty to remove them. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
B1, b2, h1, h2, h10 updated b5, h2, h3, h6, h10 updated. Product investigation completed. Product analysis did confirm a pump malfunction. The pump failed the inflation functional test which indicates that there could have been inflation issues with the device had it been implanted. Since this device was not used, the pump malfunction is not considered a probable cause for the complaint. Product analysis could not confirm any malfunction for the rear tip extender left in the patient. However, based on the reported information the most probable cause for the rear tip extenders to be left in the patient was the procedural difficulty to remove them. Based on the results of this investigation, no escalation is required.

Manufacturer narrative:
Adverse event or product problem, outcomes attributed to adverse event, type of reportable event, if follow-up, what type updated.

Event description:
It was reported that the patient underwent an original inflatable penile prosthesis (ipp) implant procedure due to diabetes and peyronie's disease. During the procedure a cx model was tried but not used because the diameter was too big even after further dilation was attempted. A new cxr model was used instead, this ipp remained implanted. A 2.0 cm rear tip extender left implanted on the left proximal side due to difficulty explanting it. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the cx cylinder diameter was not bigger than specified. There were no device malfunctions associated with the cx model. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent an original inflatable penile prosthesis (ipp) implant procedure due to diabetes and peyronie's disease. During the procedure a cx model was tried but not used because the diameter was too big even after further dilation was attempted. A new cxr model was used instead, this ipp remained implanted. A 2.0 cm rear tip extender left implanted on the left proximal side due to difficulty explanting it. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the cx cylinder diameter was not bigger than specified. There were no device malfunctions associated with the cx model. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.